Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B2: date of death is estimated b3: date of event is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: piccolo device for treating patent ductus arteriosus beyond premature newborn patients, a novel experience in south america: a retrospective study.

Event description:
The article, "piccolo device for treating patent ductus arteriosus beyond premature newborn patients, a novel experience in south america: a retrospective study", was reviewed. The article presented a retrospective, single center study to present the experience with the amplatzer piccolo device in a pediatric cohort at a referral center in colombia and to compare these results with the information available in similar studies. Devices used in the study were solely amplatzer piccolo. The article concluded that findings suggest a potential extension of the utility of the piccolo device beyond the neonatal phase, demonstrating its safety and efficacy in older pediatric patients weighing over 2 kg, without a significant increase in complications or mortality rates. [The primary author was ana aristizabal, fundación valle del lili, departamento materno infantil, servicio de cardiología pediátrica, cali, colombia. The corresponding author was carlos guzmán-serrano, fundación valle del lili, centro de investigaciones clínicas, cali, colombia] the time frame of the study was from january 2021 to december 2023. A total of 29 patients were included in the study, of which all received an abbott device. The average age was 24 months, the average weight was 10.4kg, and the majority gender was male. Comorbidities included pre-term birth, patent ductus arteriosus, down syndrome, other concomitant cardiac defect, bicuspid aortic valve, atrial septal defect, ventricular septal defect, respiratory distress.

Manufacturer narrative:
Summarized patient outcomes/complications of piccolo device for treating patent ductus arteriosus beyond premature newborn patients, a novel experience in south america were reported in a research article in a subject population with multiple co-morbidities including pre-term birth, patent ductus arteriosus, down syndrome, other concomitant cardiac defect, bicuspid aortic valve, atrial septal defect, ventricular septal defect, respiratory distress. Some of the complications reported were inflammation, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B2: date of death is estimated. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: piccolo device for treating patent ductus arteriosus beyond premature newborn patients, a novel experience in south america: a retrospective study.